Event description:
A critically ill patient was receiving multiple inotropes via two pumps. Both pumps had a channel failure in each of them, requiring the inotrope that was infusing in that channel to be emergently changed to another pump.